Event description:
Info received indicates the brake is locking but the casters continue to swivel.

Manufacturer narrative:
The technician found the teeth on the casters were worn. He replaced the casters to repair the bed.